Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their central station did not alarm for an spo2 issue that they believe should have caused an alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.